Manufacturer narrative:
The reported issue of the thermogard exhibited "coolant low "error message was not replicated during the initial functional test, however, further evaluation found a defect in the coolant level sensor block. The insulation layer within the sensor block and housing was replaced to remedy the issue. Following the repair, the thermogard was tested and passed the final functional testing with no issue or faults observed. Visual inspection was performed and no issues found on the cables and connectors. Patient event log file was reviewed and found no significant issues. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard (B)(4).

Event description:
As reported, the thermogard exhibited "coolant low "message, however according to customer, the coolant level is normal. It is unknown if the issue occurred during set up or during patient use. Several attempt were made to get additional information however were unsuccessful. No patient harm or consequence reported on this event.

Manufacturer narrative:
The customer reported complaint of the autopulse platform displayed error message user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during archive review but not during the initial functional testing. Archive date review indicated error message user advisory (ua) 45 (not at "home" position after power-on/restart) on the reported date of november 14, 2016. Based on the archive review, the drive shaft is not at "home" position and ua alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its 'home' position. The driveshaft position was out of range. The autopulse passed the initial functional test without any fault or error since encoder drive shaft was rotated to the "home" position by the customer before returning to zoll for evaluation. In addition, a drive train motor brake gap inspection was performed and found that the air gap was out of specification and no brake activate (clicking sound) was noted when the platform was powered on. The brake gap was adjusted to remedy the fault. During visual inspection it was noted that one of the shoulder screw and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The should ER screw was replaced. The autopusle has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).